Manufacturer narrative:
Follow-up #1: date of submission: 01/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: review of the black box revealed record of call service alarm 052. On investigation, the display was found to be fully functional, clear and legible. The pump was opened for inspection and did not reveal any evidence of damage, defect or contamination of the display flex or connector. Investigation did not duplicate the alleged blank display screen.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the display screen was blank, but the pump had functioning auditory tones as evidence that the pump has power. There was no reported patient harm associated with this complaint. This complaint is being reported because the issue remained unresolved.